Event description:
It was reported that a malfunction occurred on a newly received pump, displaying an error code on the screen upon power-up. There was no confirmed report of an impact on the customer¿s blood glucose level. The customer was provided with a replacement pump by cts, instructed to return the faulty pump within 10 days, and advised on necessary steps to prepare and use the replacement pump. The customer reverted to a backup insulin pump for insulin therapy.